Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified iliac artery. A 6.0 x 40, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. However, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a non-bsc balloon. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device confirmed that the balloon had been subjected to positive pressure and deflated. No issues were noted with the tip section of the device. Contrast media visible within the balloon. The returned device was attached to an encore inflation unit and positive pressure was applied. A pinhole leak was identified 4mm distal to the distal edge of the distal markerband. A visual and microscopic examination found no issue with the markerbands which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified iliac artery. A 6.0 x 40, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. However, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a non-bsc balloon. No patient complications were reported and the patient's status was stable.